Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer changed supplies and resumed insulin therapy. The customer¿s blood glucose was 248 mg/dl. Reportedly, the customer was reusing insulin and using trusteel infusion set for longer than the recommended period. Tandem technical support educated the customer that reusing insulin and using infusion sets longer than the recommended period is considered off label per the tandem user guide.